Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected, with the fill estimate being static at 100 units despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that this issue could occur due to a variance in measured pressures used to calculate the insulin remaining, and the fill estimate would begin to count down once it matched the actual amount in the cartridge; the caller understood and acknowledged this information.